Event description:
Obtained results of lo and 120mg/dl within 3 minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.